Event description:
It was reported that a new ilet user experienced elevated glucose readings labeled as high after meals. Fingerstick was not available. The caregiver performed multiple supply changes until glucose values improved. The caregiver was not aware that meals must be announced to the system, which constituted an improper procedure related to the user interface. Symptoms included hyperglycemia reaching 401 mg/dl and vomiting. Outcomes included a delay to appropriate therapy and no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage problem consistent with missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.